Event description:
A technician at sensor medic's rental contractor observed that the voltage representing the temperature of the oscillatory driver's coil was lower than specified. There was no pt involvement.